Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product analysis revealed the device was received with the guide wire loaded inside. The non bsc guide catheter used in the procedure was also returned. Blood was visible within the hub of the microcatheter. Dimensions which were measured were found to meet specifications. The microcatheter was advanced into the returned guide catheter, but was restricted at 91.5cm from the hub and could not be advanced any further. The guide wire was removed without difficulty. A 0.0184in mandrel was advanced through the hub and out the distal end without resistance. There was no damage noted to the guide wire. The catheter was microscopically and visually examined and no damage was noted to the microcatheter. A coating confirmation test confirmed the presence of coating, however, coating damage was evident along the shaft and 10-11cm from the distal tip there was missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered related to user error as product analysis revealed evidence of inadequate flushing of the devices and the guide catheter used in the procedure is not compatible with this device. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, the microcatheter was kinked. The patient was receiving treatment for uterine fibroids. A non bsc guide catheter was placed inside the patient and while attempting to advance the renegade hi-flo microcatheter, resistance between the two devices was noted. The renegade had kinked and a 2-3mm portion of the tip appeared 'milky/transparent compared to the normal blue color'. The procedure was completed with a non bsc microcatheter. There were no patient complications and the patient's status is good. However, device analysis revealed the catheter coating was peeled.